Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. As the lead could not be repositioned, the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). It was indicated that this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.